Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked condition was observed on the delivery shaft located 3 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18407197 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved full transition of the window with successful deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was good. Other procedural details were requested but were not provided. The device was returned, however not received for evaluation.